Event description:
It was reported that an issue with the catheter occurred. The severely stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became entangled with the guidewire upon withdrawal. The procedure was completed with another of the same device. The patients condition following the procedure was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that an issue with the catheter occurred. The severely stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became entangled with the guidewire upon withdrawal. The procedure was completed with another of the same device. The patients condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath was observed kinked and detached. And the imaging window was observed twisted and a part of it was detached, the drive shaft was broken and twisted, also the coax cable was broken. E1 initial reporter address 1: (B)(6).